Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect laac kit was selected for use. The physician advanced the versacross rf wire to superior vena cava (svc) for transseptal, however was unable to cross septum. When the wire was removed from body, the pigtail was noted to be out of plane and misshapen, not holding appropriate pigtail curve, appeared stretched. Thus, a new wire was used and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed). The wire was inserted through non-boston scientific guidewire lumen from storage hoop without issue and retracted completely inside catheter. Device was pinched and inserted into valve, with manual insertion, the physician felt the catheter bend to one direction, and did not advance straight into sheath. Physician felt this was the point the kink was created in both the catheter and wire.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.